Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021, an additional procedure was performed as the distal left common iliac artery was enlarged (there was a risk for type ib endoleak). An additional contralateral leg was implanted to extend the treatment area into the external iliac artery, and internal iliac artery was coil-embolized. The patient tolerated the procedure.